Event description:
Review of programming history revealed that a system diagnostic test indicated high lead impedance. Follow up with the treating neurologist indicated that the patient's vns device has been set to 0ma. The physician is treating the patient's epilepsy with medications, and the patient is doing well. The physician will continue to monitor the patient and may consider vns revision surgery if the patient's seizures increase in the future.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.